Event description:
The patient's daughter reported that the patient's device is at end of life (eol) in under two years. They are concerned that the device did not last as long as expected. It was also noted that the patient heard an alarm in the device. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.